Event description:
The customer reported that the device unexpectedly shut down.

Manufacturer narrative:
The device was evaluated by a philips field service engineer and the failure was verified. The battery pca was replaced which resolved the reported issue.